Event description:
The device was returned with a request ¿to be checked¿. There was no reported patient impact. Analysis found that the black plastic part is burnt at the connection level.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant devices: cev6795b - tube cev6795b dia 5mm 310mm. Lot number 140202 - cev634-1a - bipolar insert cev634-1a mouiel. Lot number 140207. (B)(4). Product evaluation: analysis found that the black plastic part on cev669b is burnt at the connection level. The burn of the plastic part is the consequence of the formation of an electric arc, probably due to the presence of humidity in the connection zone (cable not dried / blood / tissues). The coating damages are in all likelihood due to a cleaning with an abrasive material. Device failed electrical testing. Analysis found no fault with the tube cev6795b. One of the wires of the electrode on cev634-1a is slightly bent out of the tube. The insert cannot be used in this condition. The insert passes the electrical tests. No risk for the patient or the user. The most probable cause is a defect in the gluing of the wires inside the tube.